Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pusher assembly was kinked and fractured, the pull wire was retracted out of the distal tip of the pusher assembly. If the pod pc is manipulated against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the patient anatomy was tortuous and calcified. This likely contributed to resistance during the procedure. Further evaluation revealed bends along the length of the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), a lantern delivery microcatheter (lantern), and a 4f catheter. It was noted that the patient¿s anatomy was moderately tortuous and calcified. During the procedure, the physician successfully implanted a non-penumbra coil and three pod pcs into the target vessel using the lantern. The physician then advanced a new pod pc through the lantern and into the target vessel. However, the pod pc would not form in the target vessel. After multiple attempts to form the pod pc in the target vessel, the pod pc unintentionally detached within the lantern. Therefore, the lantern containing the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.